Event description:
On (B)(6) 2021 this female peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered. During the call the patient reported being diagnosed with peritonitis. No additional information was provided. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) was attempted; however, information was not provided as the pdrn declined to provide based on clinic policy. Attempts to reach the patient were unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Although no information related to the cause of the peritonitis or the pd effluent culture results were obtained, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2021 this female peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered. During the call the patient reported being diagnosed with peritonitis. No additional information was provided. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) was attempted; however, information was not provided as the pdrn declined to provide based on clinic policy. Attempts to reach the patient were unsuccessful.